Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal of the sds from the hoop or during protective sheath/stylet removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.5 x 18 mm vision stent dislodged from the balloon and remained in the stylet when the stent delivery system was removed from the hoop. The stent was not stuck in the protective sheath and it remained crimped. Therefore, another unspecified stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.